Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci small grasping retractor instrument to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a loose pitch cable at the distal end. The loose cable segment the contains the crimp was still installed in the clevis on one side and was missing on the other side. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Manufacturer narrative:
Based on the claim against the product by the customer noting pin fell out in the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is a reportable malfunction and adverse event due to the following conclusion: it was alleged that a pin from the instrument fell inside the patient during a da vinci assisted procedure. The pin was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the small grasping retractor instrument pin fell out of the instrument and inside the patient. The pin was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument was inspected prior to use, and nothing was found out of the ordinary. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The pin did not fall inside the patient during an instrument tip / accessory collision. The instrument was straightened prior to removal. The customer did not feel any resistance upon removal of the instrument through the cannula. The instrument was straightened upon final removal. The pin was retrieved through a port site. All items were retrieved and confirmed by looking at the instrument and the piece and also by looking inside the patient. No additional surgical procedure was required to remove the pin. There were no post-operative tests like x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The retrieved pin was returned to isi for evaluation.